Event description:
It was reported that the patient experienced heart block when the implantable pulse generator (ipg) had complete battery exhaustion and there was no pacing and no telemetry. The physician placed a temporary pacemaker and the device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.